Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 010000850, item name: g7 neutral liner, lot number: 3929873, item number: 010000665, item name: g7 acetabular shell, lot number: 6129765, item number: 192013, item name: echo bi-metric stem, lot number: 953160. Foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03476.

Event description:
It was reported patient underwent left hip arthroplasty, subsequently patient experienced recurrent dislocation. Attempts have been made and no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI- (B)(4).

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Initial operative reports noted the hip was found to be stable. Third party x-ray review demonstrated that all implants were well positioned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.